Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported pump malfunction was not confirmed. The device was tested and performed within specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: analysis of the returned device did not confirm a product malfunction as the most probable cause of the reported events. Functionality of the device was as designed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation to the device condition, and successful functional testing.

Event description:
It was reported that the patient underwent a surgical procedure to replace his artificial urinary sphincter (aus) due to the pump not functioning properly. It was noted that when pumping to open cuff, the pump kept filling and small bubbles were noticed while the fluid returned to the cuff instead of the balloon. The patient was reported to be doing well following the procedure. There were no further patient complications reported.

Event description:
It was reported that the patient underwent a surgical procedure to replace his artificial urinary sphincter (aus) due to the pump not functioning properly. It was noted that when pumping to open cuff, the pump kept filling and small bubbles were noticed while the fluid returned to the cuff instead of the balloon. The patient was reported to be doing well following the procedure. There were no further patient complications reported.